Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal, great saphenous vein (gsv), and iliac vein using a rotating hemostasis valve (rhv) packaged with an indigo system aspiration catheter 12 (cat12). During the procedure, the rhv valve fell apart while loosening it to exchange the guidewire. It was reported that the rhv could not be re-assembled nor could the physician regain proper sealing for suction as the sealing ring had fallen on the floor. Therefore, the rhv was removed from the procedure. The indigo separator 12 (sep12) could not be used without the rhv and was therefore not used in the procedure. The procedure was completed without an rhv and the cat12 was connected directly to suction. There was no report of an adverse effect to the patient.